Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please see medwatch report 2032227-2014-47602.(B)(4).

Event description:
The customer reported that he was hospitalized with high blood glucose over 500 mg/dl. The customer stated he was in the hospital for three days. He reportedly did not receive any alarms on the insulin pump, which did not show signs of damage. The customer stated he was in the hospital twice. No further information was obtained.